Manufacturer narrative:
The insulin pump was received with normal operating currents, passed the self-test, and displacement test. However, the insulin pump alarmed during the prime test due to faulty force sensor resistor. We were unable to perform the basic occlusion test, occlusion test, excessive no delivery, and error tests due to prime alarm. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin would squirt out at the end of the needle repeatedly. Customer's blood glucose was 312 mg/dl. Customer mentioned the device was cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.